Event description:
6/6/2000 pt rec'd fluidotherapy treatment with a bier block in place. After treatment the tourniquet was released, sensation returned and pt complained of severe burning pain in fingers of left hand. Fingers noted to be dusky in color. Pt released when symptoms subsided with treatment of medication and cool water. Pt returned later that night with complaints of pain and by next morning had large blisters also.